Event description:
Complainant alleged that while attempting to pace an 85-year-old female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device r series s/n (B)(6) to continue treating the patient. However, this device was also unable to pace the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.